Event description:
A nurse reported while setting up for an unplanned vitrectomy surgery, the vitrectomy equipment was not recognized by the system. The nurse reports the vitrectomy was being done due to a "difficult cataract" and that it was not the fault of any equipment. The system was switched out to complete the case with no harm to the patient. There was a 10 minute delay reported.

Manufacturer narrative:
The company representative examined the system and replaced the cpu battery to address the system advisory "cpu battery should be replaced." The system event log was reviewed and the message "vitrectomy not available" was found. The company representative replaced the pneumatic controller printed circuit board (pcb) and can cable for diagnostic purposes. The system was then tested and met product specifications. The pneumatic controller pcb and can cable are being returned for evaluation. The root cause is unknown at this time. (B)(4).